Event description:
It was reported that the customer's pump is not priming properly. The insulin is shooting out of pump and the numbers would not appear. The customer changed a few set and reservoirs before pump would prime properly. Bgs were treated with manual injections. Later the customer called back to report admitted in the e.r. The cause of high sugar level was not determined. The customer did follow the two high bg rule. In addition, it was informed that the customer had bypass surgery six weeks ago.